Event description:
It was reported that during a coronary treatment procedure, a balloon rupture and detachment occurred. The mustang balloon catheter was advanced to the target lesion in a arteriovenous fistula when it ruptured. Upon removal, some of the balloon material separated from the shaft and remained in the patient. The patient went to surgery and the patient's status is unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).